Event description:
During a trial procedure, the leads exhibited high impedances. After numerous attempts to readjust the placement of the lead, the surgeon decided to abort the surgery and explant the leads.